Event description:
The user facility reported that during a catheterization procedure, it became necessary to initiate cardio-pulmonary support (a procedure used in emergent situations in the catheterization lab). After cardio-pulmonary support was initiated, the pt was immediately transferred to the o.r. For open heart surgery. After transferring the pt to the operating table, a blood leak that appeared to originate from a connector in the convenience kit was noted. Bone wax was applied in an attempt to stop the leak. It was reported that the pt lost approx 500-cc of blood. The surgery was not successful and the pt expired. The hospital has asserted that the blood loss from the suspect connector is not believed to be a contributing factor to the pt death.